Event description:
The patient was having surgery to repair a tear in the left quadricep. The drill bit broke into 2 pieces as the surgeon was drilling into the patella. Both pieces of the broken blade were recovered and there was no apparent injury to the patient.